Event description:
Customer reported receiving a meter reading of 77 mg/dl on his adc meter and lost consciousness immediately after testing. His wife called paramedics and upon arrival got a glucose reading of 37 mg/dl on their hcp meter, started an IV (solution unk) and gave him orange juice. He was asked if he wanted to be transported to a hosp or be seen by his doctor. Customer chose to be seen by his physician. His physician diagnosed him with hypoglycemia and adjusted his insulin dosage, however, no treatment was rendered during his physician appointment. He also reported eating food and drinking juice to help alleviate his symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.